Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 195 mg/dl. Customer had symptom of nausea. Customer was hospitalized for two hours. Customer was wearing insulin pump at the time of hospitalization. Customer reported that prior to hospitalization, blood glucose was reading 85 mg/dl and sensor was reading 42. Customer treated with glucose tablets. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined troubleshooting for high blood glucose. Tubing clamp would be sent to complete high pressure test.